Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier were misaligned and would not catch or close clips properly.

Event description:
It was reported that the jaws of the applier were misaligned and would not catch or close clips properly.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a (B)(4) pc. Lot in september of 2017. The returned instrument was evaluated and found that the jaws are aligned with each other in the open and closed position and this instrument was able to pick-up, retain, close and release multiple clips as required of its function. We are unable to validate the alleged complaint since we were unable to duplicate the alleged issue. All instruments are 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this facility.